Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 54840005545 and 510k# k091974 and UDI# (B)(4) is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient underwent an unknown surgery. Post-op, loosening of the screws were observed. Recurrence of stenosis has also been reported. Hence, a revision surgery, posterior lumbar interbody fusion(plif) at l4-5 was performed on (B)(6) 2017 to explant the products. No patient complications were reported after the revision surgery.